Event description:
It was reported that the patient stopped charging their scs ipg per manufacturer guidelines due to experiencing ineffective therapy from their scs system. In turn, the device became inoperable and would not communicate with external devices. The patient underwent surgical intervention wherein the scs ipg was explanted.

Manufacturer narrative:
Corrected data: the codes in h6 have been updated to reflect the additional information received.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention on their scs ipg. Further information is not known at this time.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.